Event description:
The device was returned for pneumatic valve leak failure (valve 1). Upon return, the device starts up with no alarm but after a short time the compressor attempts to cycle and unit exhibits a state 1 alarm. Log files indicate pneumatic valve leak failure (valve 1). Performed recharge test and unit passes, valve 1 is ok. Performed hardware test and unit failed for valve 2 leak failure. The tank body is damaged on p+ side causing the valve 2 leak error. The lcd screen is damaged due to broken screw mounts. The fva pins and upper/lower loading pins are sticky and have debris. The tank body, the lcd screen, fva lip seals, upper/lower loading pin lip seals will be removed and replaced during the repair process before being sent to the test line for full functional testing. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed and replaced with new batteries.

Event description:
The following has been reported: biomed reported: "red service needed error" patient harm: unknown. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.